Event description:
Reporter alleged discrepant blood glucose values of 133 mg/dl back to back with a result of 61mg/dl when testing was performed within 1 minute apart on the compact system. Customer stated feeling low glucose symptoms at the time and self treated with food, however, did not provide the location of the testing. No other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.